Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient presented with a failed dhs synthes hip screw. Screw was removed and the restoration modular hip was implanted. When the dr. Implanted the 28mm v40 head with the bipolar head on the v40 head it became noticeable that the head felt somewhat loose. Notice was taken and a new 28mm -4 v40 head was implanted and the bipolar appropriate size was then snapped on. The new head felt compatible.

Manufacturer narrative:
An event regarding seating/locking issue involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned noted nothing remarkable on the parts dimensional inspection of the parts found the device was compliant with the drawing (B)(4). Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as, pre- and post-op x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient presented with a failed dhs synthes hip screw. Screw was removed and the restoration modular hip was implanted. When the dr. Implanted the 28mm v40 head with the bipolar head on the v40 head it became noticeable that the head felt somewhat loose. Notice was taken and a new 28mm -4 v40 head was implanted and the bipolar appropriate size was then snapped on. The new head felt compatible.